Event description:
Legal counsel for the patient reported that patient underwent total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified additional information received in the revision operative notes indicates that the revision procedure performed on (B)(6) 2012 was due to pain. Revision operative notes further indicate that there were no signs of metallosis or an acute inflammatory reaction. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient alleges patient underwent an m2a hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2012. Patient alleges pain. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states: "intraoperative or postoperative bone fracture and/or postoperative pain."